Manufacturer narrative:
(B)(4). Explant date is not applicable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon complained about the length of the 3.5mm va-lcp proximal tibia plate, 4 hole being too long. During a procedure for a tibial plateau fracture, the surgeon made the initial incision and was ready to insert the plate when he realized the incision needed to be a little longer. The surgeon extended the incision and then experienced difficulty placing the distal screw. The surgeon opted not to extend the incision further and made the decision not to place the distal screw. The surgery was delayed approximately three minutes. The surgeon was satisfied with the stability of the construct without the distal screw and the procedure was completed without further incident. The patient status was reported as stable. The surgeon would prefer a 3-hole plate. The current 4-hole plate is too long. The implant and instrument set has a slot in the tray for a 3-hole plate. The surgeon would like to see a 3-hole plate added to the set. A 3-hole plate would make the procedure easier in accordance with patient anatomy and lessen the need to extend incisions. Concomitant device reported: distal screw (part # unknown, lot # unknown, quantity of 1). This complaint involves one device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional concomitant devices reported: 3.5mm variable angle (va) locking compression plate (lcp) proximal tibia implant and instrument set (part# 01.127.001, lot# unknown, qty 1).